Manufacturer narrative:
Additional information: on february 25, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female underwent primary breast augmentation with 450cc mentor memorygel breast implants and experienced capsular contracture on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including unable to gain weight and sleep issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on march 4, 2020, mentor became aware that the patient experience bilateral baker grade iii capsular contracture. On march 4, 2020, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and generalized illness manufacturer's reference number: (B)(4).